Event description:
It was reported that during preparation for a procedure, upon opening the sterile packaging, the fiber was detached from the base, therefore, the fiber could not be used or proceeded with. The procedure was completed with another fiber without patient complications.

Manufacturer narrative:
The device is not available for analysis; however, the customer provided a video which showed that the fiber body was separated from the connector, thus, confirming the reported allegation. It is possible that the fiber setup or handling during use contributed to the fiber break. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of fiber break is defined in the risk documentation. Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a procedure, upon opening the sterile packaging, the fiber was detached from the base, therefore, the fiber could not be used or proceeded with. The procedure was completed with another fiber without patient complications.